Event description:
It was reported that an inquiry was made on how the device mode and rate were reset to voo 60 bpm. It was also reported that a lead integrity alert occurred. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Without a lot number or device serial number, the manufacturing date cannot be determined.